Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was mfg and used outside the united states. Analysis is pending.

Event description:
During a pacemaker replacement procedure connection issues were reported to the subject device. Reportedly, after disconnecting the ventricular lead from the previous pacemaker, the already implanted lead could not be completely inserted into the device port. The physician attempted to re-insert the lead and then tightened the set-screw. Subsequently the set-screw was unscrewed by five turns; however the ventricular lead was still unable to be fully inserted into the port. It was noted that the atrial lead could not also be inserted into the ventricular port; however the ventricular lead could be normally inserted into the atrial channel. A new pacemaker was implanted.